Manufacturer narrative:
(B)(4). It was later confirmed by the customer that they purchased a replacement charge-pak assembly and now the device shows "ok" on the display and powers on. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.

Event description:
The customer contacted physio-control to report that their device had all three icons (charge pak, attention and service wrench) present on the display and would no longer power on. There was no patient use associated with the reported event.